Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a faulty display screen. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and replaced the gui (graphical user interface) pcb (printed circuit board). The unit passed all testing and operated within the manufacturer's specifications.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a faulty display screen. There was no patient involvement at the time of the reported incident. The service engineer inspected the device and replaced the gui (graphical user interface) pcb (printed circuit board). The unit passed all testing and operated within the manufacturer's specifications.